Event description:
Same case as MFR report #: 2134265-2012-04320. It was reported that during a stenting treatment procedure, stent damage occurred. The patient presented emergently. The procedure treated the target lesion located in the severely tortuous and calcified proximal right coronary artery (rca). A 4.0x20mm promus element plus stent was advanced and deployed in the proximal rca. Two hours later the patient was brought back with chest pain and a 100% thrombosis of the 4.0x20mm promus element plus stent. Treatment utilized balloon angioplasty and a thrombectomy which opened up the vessel. Next the physician attempted to place a 5.0x16mm veriflex stent distal to the previously placed 4.0x20mm promus element plus stent but it could not cross the lesion. Upon removal, it was noted that one of the stent struts of the 5.0x16mm veriflex stent were lifted. Then the physician went in with ivus and noted that the stent edge of the 4.0x20mm promus element plus stent was not fully deployed. An additional stenting attempt was made with a 5.0x20mm veriflex stent but it also did not cross the lesion. No further patient complications were reported and the patient status was fine. The patient was scheduled to return at a later date.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).